Manufacturer narrative:
Concomitant products: product ID 8731sc lot# serial# n247564012 implanted: 2010-05-24 explanted: product type catheter. (B)(4).

Event description:
The patient reported that she had two pump pocket fills sometime in 2011. The patient experienced burning from the pump area down to her legs which last for approximately a day as a result of the pocket fills. It was not provided what medication the device system delivered at the time of the event. (Please note that a burning sensation post refill had been previously reported in manufacturer report # 3004209178-2010-05470 unclear date of when that occurred as there was no report of pocket fill at that time). Additional information has been requested, but was not available as of the date of this report.